Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 23. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with poor oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, bleeding and inflammation. No further patient complications were reported.